Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: no product return. Infection / post-procedural adverse event: clinical details note a wound healing disorder with proven klebsiella oxcytoca. No product was returned and logs are not applicable. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot : 1893944. Device history batch: subcomponent lot : n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Event description:
It was reported that the patient had a prior wound healing disorder with proven klebsiella oxcytoca. Medical intervention as well as any medications given are unknown.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Patient information unknown.